Event description:
Synthes (B)(4) service and repair coordinator reported that during orthopedic surgery small battery drive did not function. Spare device was available to complete the procedure. The procedure was completed successfully without any delay required in the surgical procedure and without any medical intervention required. No harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes (B)(4) service and repair coordinator reported complaint late. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that this device does not function could not be confirmed. The unit was tested and passed all manufacturing specifications, however it was noted that it makes an unusual noise. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unkown.(B)(4)